Manufacturer narrative:
The customer reported that all of their transmitters are displaying communication loss. No harm or injury was reported.

Event description:
The customer reported that all of their transmitters are displaying communication loss. No harm or injury was reported.